Event description:
The patient reported when loading insulin into the cartridge the insulin contained tiny white particulate. The patient also noticed the particulate in the vial of insulin.

Manufacturer narrative:
The cartridges have not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.